Manufacturer narrative:
The device and lead remain implanted and in service with no further complication reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device, resulting in the loss of atrial sensing and capture. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a loss of atrial sensing and capture in the bipolar configuration. All measurements were normal in the unipolar configuration. It was suspected that the terminal pin was not fully inserted into the device header. Technical services reviewed an x-ray that was provided and the available device data and agreed the ra lead terminal pin was most likely under-inserted. A revision procedure was recommended to correct the connection issue. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician and hospital for this case, and also how the issue was resolved. The field representative then confirmed the invasive procedure was performed approximately three weeks later, where the ra lead was removed and reconnected to the device with a proper connection obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted and in service with no further complication reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a loss of atrial sensing and capture in the bipolar configuration. All measurements were normal in the unipolar configuration. It was suspected that the terminal pin was not fully inserted into the device header. Technical services reviewed an x-ray that was provided and the available device data and agreed the ra lead terminal pin was most likely under-inserted. A revision procedure was recommended to correct the connection issue. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician and hospital for this case, and also how the issue was resolved. The field representative then confirmed the invasive procedure was performed approximately three weeks later, where the ra lead was removed and reconnected to the device with a proper connection obtained. No additional adverse patient effects were reported.